Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between high 200's mg/dl to low 300's mg/dl and ketones not determined to be dangerous or life threatening. The customer also experienced vomiting due to the elevated bg level. The customer delivered a correction bolus, increased their temporary basal insulin rate and administered a manual injection to address the bg levels. The customer's cartridge, infusion set and insulin vial were changed but the customer's bg level remained elevated. System check with tandem technical support indicated pump was performing as intended. The customer declined to remove their infusion set site as it had been placed the day prior. Recommendation was made to consult with a health care provider to discuss diabetes management.